Manufacturer narrative:
Batch review performed on 06 january 2023: lot 114525: (B)(4) items manufactured and released on 20-dec-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery was performed at 10 years and 6 months from primary because the cup was not well positioned in the acetabulum. The cup was not mobilized. The surgeon revised the cup, head and liner successfully.